Event description:
During product evaluation by a baxter service technician, an infuso.r. Infusion pump was found to have a damaged pusher block assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pusher block assembly. To correct the condition, the pusher block assembly was replaced. If any additional information is received, a follow-up MDR will be sent.